Event description:
The patient/lay user contacted lifescan (lfs) in 2005 alleging high readings on the ultra meter. The medical affairs specialist (mas) spoke to the patient in 2005 and obtained/verified the following information: in 2005, the patient woke up feeling dizzy and tested his blood glucose and received a 148 mg/dl and took 60u nph (set amount). The night before his blood glucose was 127 mg/dl. His normal readings in the mornings are usually around 60-100 mg/dl. Forty-five minutes later the patient started to eat breakfast and became disoriented. The spouse contacted emergency services. When the emt's arrived they tested the patient's blood glucose and received a 31 mg/dl and treated the patient with two tubes of "glucose 15 gel." Emt's stayed at the patient's house for an hour and prior to them leaving his blood glucose was 41 mg/dl on their meter and the patient refused to be taken to the hospital. The patient ate his breakfast and felt better afterward. He did not test his blood glucose till later that night with a reading of 180 mg/dl. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The patient did not have control soulution to check the test strips. The patient mentioned if he had known his reading was low, he would not have taken the set amount of insulin. Customer care agent (cca) sent the patient a replacement meter and control solution. The complaint is being reported because the patient suffered a hypoglycemic reation and was treated by a medical professional.